Event description:
Size 10, femoral speedblock broke upon impaction into femur. Fractured along the anterior chamfer slot.

Manufacturer narrative:
The original complaint came in as a size 8 and a size 10. Encore elected to split this into two separate complaints. MDR #1644408-2008-00273 will address the size 8.